Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed "defib fault 78" and "pacer fault 117" messages.complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead a zoll representative was onsite at the time of the reported incident. Zoll representative observed that the device was showing defib fault 78 and pacer fault 117. The zoll representative observed that the problem occurred when the device was charging at 200j and appeared to be consistent. The customer was contacted multiple times about the return of the device but no replies were received. At this time, we are unable to determine root cause of the problem since we have not received the device for evaluation. Analysis for reports of this type has not identified an increase in trend.